Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge had leaked in the chamber, preventing insulin from being delivered to the patient. Blood glucose levels rose above 500 mg/dl, and it was noted that the plunger inside the cartridge appeared damaged or stuck, which may have prevented proper insulin flow. The patient¿s mother indicated prior issues with supplies, including receiving boxes that were severely damaged, suggesting this cartridge could have been affected. A supply change was initiated to restore insulin delivery and reduce blood glucose levels. The patient did not use any backup therapy or perform ketone testing during this event. No professional medical intervention was required, and no immediate health effects, such as loss of consciousness, dizziness, or diabetic ketoacidosis, were experienced. The patient¿s mother assisted due to the patient¿s autism. Follow-up confirmed that blood glucose levels were decreasing, and the patient continued to monitor as instructed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.